Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon leak occurred. Vascular access was gained via the femoral artery. The 5x70mm, eccentric and de novo target lesion was located in the distal right superficial femoral artery (sfa) and proximal popliteal artery. The 5x80mm wanda balloon was initially inflated to 3 atms for pre-dilation of the lesion, however contrast medium was leaking out and no pressure could be applied. The device was removed and another of the same device was used to complete the procedure. No patient complications were reported and patient status is stable. However, product analysis revealed a pinhole.

Manufacturer narrative:
(B)(4). An initial visual examination of the balloon material identified no tears in the balloon material. However, during an attempt to inflate the balloon a pinhole leak was identified over the distal markerband. A microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).